Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air in the line. The following information was provided by the initial reporter: air in tubing was noted.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced air in the line. The following information was provided by the initial reporter: air in tubing was noted.